Event description:
Customer called a stated the pad does turn off on off, but she has to unplug it in order for it to stop heating.

Manufacturer narrative:
Qc tested switch several times and it was shutting off properly and pad was cooling down. Cork ok, switch ok, pad ok.